Event description:
The account alleges that the knee drive has unintentional movement. No injuries were reported.

Manufacturer narrative:
The tech reseated the connector on the logic board, and the connector on the connector board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.